Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/23/2016 and confirmed the reported event a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. Because the transmitter as no voltage, functional testing and a pairing test could not be performed. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.